Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement of 0 ohms. All other measurements have been within range. The patient was brought into the clinic where all measurements were also noted to be within range. Boston scientific technical services (ts) was consulted and discussed electromagnetic interference (emi) as a possible reason, however no emi source was able to be indentified. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.